Event description:
A customer from (B)(6) reported to biomérieux a misidentification for a stool sample in association with the vitek® 2 gn test kit. The customer reported the sample was cultured from hk agar and was identified as shigella sonnei (97%). The sample was sent to the reference lab which could not confirm the identification. The customer then retested the sample cultured from hk and cba agars, and the results were shigella soneii (97%) and escherichia coli / shigella soneii (50% -50%), respectively. The customer stated shigella soneii was reported to the physician and there was no delay or impact to patient results and treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of misidentification of escherichia coli as shigella sonnei in association with the vitek® 2 gram-negative (gn) ID test kit. Biomérieux investigation was conducted using the isolate submitted by the customer.. Investigational testing included the following: vitek® 2 gn ID (customer lot and random lot from cba media): obtained low discrimination between escherichia coli and shigella sonnei with the customer lot, and excellent identification to escherichia coli with the random lot. Vitek® 2 gn ID (customer lot and random lot from hekt media): obtained identification to shigella sonnei with both card lots. Vitek® ms: identification to escherichia coli 99.9% with possibility of shigella. Agglutination test: shigella sonnei = negative. Evaluation of the biochemical profiles of the vitek® 2 tests indicates a negative ellm reaction likely contributing to the shigella sonnei result with the hekt media. The investigation concluded the submitted isolate has an atypical biochemical profile; there is no evidence to suggest the vitek® 2 gn ID card is performing outside of specifications.